Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that the cgm transmitter fell off and the patient experienced a hypoglycemic event. Patient self-treated with glucose tablets and "extra carbs." Patient's mother alleges that there were inaccurate cgm values prior to the transmitter falling off. At time of contact, patient is fine. Data was provided for evaluation. The reported inaccurate readings was confirmed via data. A root cause could not be determined.